Event description:
It was reported that, during the implant of this inflatable penile prosthesis, a urethral perforation occurred on one side of the corporal body while using a brooks dilator. The physician sutured the perforation and a malleable penile prosthesis was implanted on the unaffected side. Subsequently, the malleable prosthesis was removed. No further patient complications were reported. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.